Manufacturer narrative:
Investigation summary: the event unit was returned to applied medical for evaluation. Upon visual inspection, engineering observed that the proximal end of the spring tip was elongated. Based on the condition of the returned unit, it is likely that the reported event was caused by a blockage inside the vessel, which prevented the event unit from being inserted further into the vessel. It is likely that the event unit was stuck after insertion and the spring was elongated when the event unit was removed with force. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary to ensure the performance and safety of its products.

Event description:
Procedure performed: "thrombectomy" on (B)(6) 2018: during a preparation, during procedure [procedure: thrombectomy] when a medical staff opened the catheter, the medical staff found the catheter tip bending. The medical staff elected to use the catheter for procedure even the tip was bending. When the medical staff tried to insert and proceed the catheter, the catheter was stuck and didn't move forward. Another syntel catheter was opened and use for surgery. The procedure was completed without any problem. This event didn't affect the patient." Type of intervention: "another syntel catheter was opened and used for surgery. This procedure was completed without any problem." Patient status: "this event didn't affect the patient"